Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) had a broken screen, with the user unsure of the cause, and a replacement device was provided while the original was requested for return. Symptoms included no reported adverse health effects and blood glucose not impacted. Outcomes included no medical intervention or hospitalization and continuity of therapy via replacement. Investigation included a review of the reported damage, verification of shipping and return logistics, and instructions for data sync and device start-up on the replacement and inspection of the returned device. Investigation of this device e revealed physical damage to the display consistent with a cracked or nonfunctional screen, preventing normal user interaction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external factor.